Manufacturer narrative:
Result: the 5max ace reperfusion catheter was fractured approximately 1.0 cm from the hub underneath the strain relief. Conclusion: the complaint has been evaluated. The complaint indicated that the 5max ace reperfusion catheter was kinked during removal from its packaging. Evaluation of the returned device confirmed a fracture at the distal of the hub. This type of damage typically occurs when the product is improperly handled during removal from the packaging hoop. If the product is removed at angle while force is being applied, it is likely that damage will occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During preparation for the procedure, the 5max ace reperfusion catheter was found kinked and was not used.